Manufacturer narrative:
The account replaced the hi voltage power control board, the head switch housing assembly, the logic board and the test port cable assembly to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the hi/low is running down on its own. No injury reported.